Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 500 to 1000 mg/dl. Customer treated their high blood glucose levels via manual injections. Customer advised they were held up and the insulin pump was ripped off of their body. The customer also reported that they were hospitalized due to high blood glucose. The insulin pump will be returned for analysis.